Event description:
According to the reporter, during percutaneous ablation procedure, the procedure was ceased. The radiologist was concerned that the therapeutic range was not being met with antenna 1. He water tested the first antenna and according to the radiologist, he was not convinced that the antenna worked, and staff had to open another antenna to ensure delivery in predictable margins. The water test was done after removing the second antenna from the patient and the radiologist was not convinced that the equipment was working. The generator was working fine with different cable and a new antenna. The representative was contacted and was very helpful with troubleshooting but the anesthetist wanted the procedure to be ceased and rebooked. The patient will be rebooked for the procedure.

Manufacturer narrative:
D10 concomitant products: cagen1, cagen1 ablation generator x1, (sn: (B)(6)). Ca190rc1, ca190rc1 ablation reusable cable x1, (sn: (B)(6)) ca15l2, ca15l2 15cm rein percutaneous antenna x1, (lot #s24ag006) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was a device related aborted procedure. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.